Event description:
The clinical consultant reported that the automated impella controller (aic) generated a battery failure alarm the cord was checked and plugged into a red socket, however, the aic was still not charging. This aic was switched out due to turning off and then back on. There was no patient harm reported.

Manufacturer narrative:
The investigation into the battery failure issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs determined the complaint intake was consistent. An unexpected controller shutdown occurred, most likely due to staff checking if the battery switch was engaged/ disengaged while ac power was unstable. The console was powered on multiple times in the following days to likely check battery level while the console was left to charge, however each instance triggered a "battery level low" alarm despite remaining plugged into ac power. The inspection of the returned device indicated the battery switch was engaged, and ac power was connected, however the console still booted with "battery level low" and the batteries would not recharge. The console was opened, and interior connection integrity was verified. The power supply output voltage was checked via the j15 connector of the power battery manager circuit board (pbm), it was observed that the output read ~0v. The power supply unit input voltage was checked and observed at ~110v, a good power supply unit was placed into the console and the batteries began to properly charge. The cause of the lack of charge to the battery set was due to a defective power supply. This report is being filed as part of a retrospective review of historical records.